Event description:
Customer reported the left monitor went blank. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the lithium battery on the x-ray controller and reseated pcbs. System operates as intended.